Event description:
Caller reported that their pump screen was dark and would not turn on, leading to a significant impact on their blood glucose level, which reached 510 mg/dl. The customer addressed the high blood glucose by administering a correction injection using a manual delivery method and was informed by technical support on steps to troubleshoot the pump issue. The customer reverted to manual injections for insulin therapy.